Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that the device delivered several electric shocks. Upon review of device data, it was noted that no ventricular episodes were recorded. In-range measurements were observed. No additional adverse patient effects were reported. At this time, this device remains in service.